Event description:
The pt presented with swelling and ecchymosis after treatment with juvederm ultra to the tear troughs. Pt was left with a bag of fluid "in the tissue" under each eye. A medrol dose pack was then prescribed. No change in swelling. Further follow-up info noted hyaluronidase was prescribed by a physician other than the treating physician, so it cannot be confirmed if the treatment was used to hasten resolution of the symptoms, or to prevent permanent injury.

Manufacturer narrative:
Medwatch sent to FDA on: 07/oct/09. Device eval summary: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conform to the specifications. The sterilization cycle and sterility test are registered as conforming. This reaction could be linked to a hypersensitivity of the pt, to the injection itself or, to a secondary reaction to the injection. The attributability is then impossible to determine.